Event description:
The surgeon stated, the resistance on the t was not correct. It would not deploy from the end of the needle. The surgeon experienced issues with both the first t and the second t on these devices. The surgeon was not able to remove the first t's. It is unk how many ti's remain in the pt unsupported. The surgeon was able to get one fast-fix device to work properly in order to repair the tear. A delay of 45 minutes.

Manufacturer narrative:
Device has not been returned for eval.